Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damaged. The customer blood glucose level was 307 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that the reservoir came from three different boxes and still not able to lock in place. The device will not be returned for analysis.